Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the 30g dental needle. The customer reports "the needle broke at the hub, when the child jerked during an injection." "The needle broke off in the child's cheek and the dentist was unable to retrieve it. The child was referred to an oral surgeon who after surgery was unable to retrieve it out of his cheek."

Manufacturer narrative:
The customer reports a sample is not available for evaluation. An investigation is currently underway, upon completion the results will be forwarded.